Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and completed in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac tamponade is a known risk with the use of this device.

Event description:
Related manufacturer reference 3005334138-2015-00024, 3005188751-2015-00023. During a ventricular tachycardia (vt) procedure, a cardiac tamponade occured. Transseptal puncture was performed with a brk transseptal needle and a swartz braided transseptal introducer and then exchanged for an agilis nxt introducer. A tacticath quartz ablation catheter was inserted through the agilis nxt introducer to map the left ventricle. Approximately 30 minutes into the procedure, the patient experienced chest pain. An echocardiogram was completed without evidence of an effusion. The procedure continued and after approximately two hours with no rf ablation, the patient was hypotensive. Fluoroscopy revealed the heart was contracting abnormally and an echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed without improvement so surgery was performed to resolve the tamponade. There were no performance issues with any sjm device used.